Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total shoulder arthroplasty, while impacting the baseplate into position, the top of the impactor fractured. The surgeon completed the surgery by using the stem of the impactor to continue impacting the baseplate into position and completed the surgery successfully. There was no report of injury to patient nor significant delay in the procedure.

Manufacturer narrative:
Examination of the reported device confirms the report. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Previous design improvements were made to bolster the durability of this device and this device was manufactured prior to these design improvements. The root cause is attributed to design. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.